Event description:
It was reported that no radio frequency (rf) telemetry could be established with the device when the nurse attempted to set up a transmitter with merlinondemand. A cybersecurity update resolved the issue. There were no adverse health consequences, the patient was stable.